Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. .

Event description:
It was reported to physio-control that the customer's device powered off during patient transfer when an nibp measurement was taken. The paramedic turned the device back on and performed an nibp measurement. Subsequently the device powered off again. It was reported that the paramedic replaced one battery which had 3 bars; the other battery remained in the device (with 4 bars). After the battery was replaced no further issues were observed during the rest of the patient transfer. There was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control further evaluated the device but could not reproduce the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
The follow-up medwatch report indicates: physio-control further evaluated the device but could not reproduce the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined. The follow-up medwatch report should indicate: physio-control further evaluated the device but could not reproduce the reported issue. From the downloaded key log it was verified that there had been a loss of power without the on/off button being pushed. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.